Event description:
The customer reported that a cortrak feeding tube had remained indwelling in the stomach for several days before an attempt was made to advance it into the small bowel. The tube would not advance properly and was removed. Upon removal, the tube was found to have split in half, with a portion remaining inside the patient.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 29 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.